Event description:
The advocate tested her blood glucose use her contour meter and the customer's contour. The advocate's meter read 66 mg/dl, while the customer's meter read 156 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent.